Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00783587 case subject: npi 8100 error 241.4140 account name: brooke army medical center account #: 10060959 asset name: medstation,3500,aux,7-drawer asset location: contact: allen gray contact email: (B)(6). Contact phone: 210-539-1222 contact mobile: patient or user involvement: no patient or user harm: no case description: biomed has a 8100 unit giving him a 241.4140 error. Sn: (B)(4). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: the serial number the biomed gave shows up as a medstation 3500 unit. Recommend to the biomed to replace the patient side pressure sensor. Gave part number and transfer to com for pricing. (B)(4).